Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
Customer called in about a voluntary recall regarding the scroll warp feature. The recall relates to accidental button pushing. Customer did not have a complaint regarding the issue, but would like to replace her insulin pump. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.